Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the base of the tube (connecting part with the slip joint) was found to be torn. There was no patient harm.